Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. A customer reported receiving a low scan of 53 mg/dL on the ADC device compared to a reading of 313 mg/dL obtained on a healthcare professional (HCP) meter. It is unknown whether the customer noted a trend arrow on the device. When the comparison readings were plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer experienced headache and general malaise, but was unable to self-treat. The customer self-presented at the hospital, and the healthcare professional (HCP) measured the aforementioned comparison reading from the HCP meter. The HCP performed a capillary blood test and administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact Date that the incident occurred is unknown. The date entered in Section B3 is based on the report that the incident occurred during the aforementioned (b)(6) 2026. All pertinent information available to Abbott Diabetes Care has been submitted.